Event description:
The problem began after I had a left breast mastectomy due to breast cancer on (B)(6) 1989. A year later, I had a latissimus dorsi flap reconstruction using a mentor becker prosthesis with a double lumen of silicone and saline. At about 10 years, the implant began to leak saline and then silicone into my left side. On (B)(6) 2003, during a 4 hour removal surgery, silicone bits spilled all over my chest wall. A new mentor siltex contour profile 2700 implant was put in over the remaining back cover of the old implant that stuck to my chest wall. Not all the silicone debris could be removed. Soon afterwards, my immune system went hay-wire. I got auto-immune disease, numerous infections, inflammation, eye, skin, hair, and joint problems. On advice of my doctor, a rheumatologist and an orthopedic surgeon, I managed to find a two surgeons to help me. On (B)(6) 2012, in a 6-hour surgery I had the second damaged leaking saline implant explanted, a right breast mastectomy, and removal of the first implant's back cover and all the silicone the surgeons could find. Everywhere there was a piece of silicone, there was a wall of cells around it trying to get it out, according to the surgeons. I spent a few days in the hospital with little pain except in my legs, which hurt as if I had broken them. They were in the electric stockings, but the long surgery could have been a part of that. I have all the removed silicone in a bio-hazard box wrapped in plastic in my basement for proof of these two defective implants. I also have my hospital, pathology, and surgery reports. Immediately I had improvements in my overall health, but my hip joints were deteriorated from osteoarthritis, I had to have both replaced. The first was (B)(6) 2013 and the second was (B)(6) 2014. The last 22 years have been very difficult with all the inflammation, infection, and joint problems. I was using a cane to walk until mid 2014. My legs, feet, arms and hands swelled and hurt all the time. Before I got the first breast implant, even with breast cancer and 10+ months of caf chemotherapy, I was a healthy, energetic, athletic college professor with a lot of energy, who walked a mile every morning before work. I am lucky to have found good doctors who took on my case; otherwise, I believe I might not be here now. I mentioned cane use above. I also used a walker after the first right hip replacement and attended physical therapy for six weeks or so. The second hip replacement, I went from 4 days in the hospital to 8 days in rehabilitation. It was very effective and I had only a few weeks of pt after I returned home. I never used the cane for walking support since. My legs, feet, arms and hands swell only occasionally now, so I hope that problem will eventually go away. I have never been contacted by mentor about any defects in their products nor had warnings about required mris, which I hear are now being given to users. I also have never been contacted by them or my original plastic surgeon to be in any tests. I have never been compensated for any surgeries or doctor's or hospital bills. Mentor needs to start listening to those of us who have been harmed by their products. I lost more than 20 years of healthy life because of them. I can't make up for all those awful years, but I'm trying my best to enjoy what's left.